Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 12:303 was confirmed. The reported condition may cause the infusion pump to experience an alarm condition that stops the function of all channels in use.

Event description:
The device was returned from customer for service. During service by baxter technician, the device showed a history of failure code 12:303. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.